Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown locking attachment plate (part # unknown, lot # unknown, quantity 2) and unknown cement (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: surgeon: (B)(6), case: proximal femur periprosthetic fracture, date: (B)(6) 2019. The fragments are located in the proximal third of the femur just anterior and adjacent to the prosthesis. There were no plans mentioned at the end of the case to the remove the fragments. There was minimal surgical delay, perhaps only a minute or two while searching for another drill bit. The procedure was completed by filling only the posterior holes of the locking attachment plates, and the anterior holes were left empty. Hospital: (B)(6): during this case the surgeon opted to use two locking attachment plates over a large fragment broad curved plate. While drilling the anterior sided holes of the locking attachment plate (with a 2.8mm drill bit), the drill bit made contact with the cement surrounding the prosthesis and broke. The surgeon noticed immediately and requested a second drill bit. With this drill bit he tried another anterior hole with the same result. (B)(6) representative requested the nursing staff keep the broken drill bit shafts and arrange for their decontamination if required. The fragments have remained in the patient. The case was otherwise completed to surgeons satisfaction. Was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> unknown, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> the fragments have remained in the patient., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Concomitant device reported: unknown locking attachment plate (part # unknown, lot # unknown, quantity 2). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).